Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer¿s blood glucose level was 472 mg/dl. The customer declined the troubleshooting for high blood glucose. Customer stated that their infusion set kept on falling off due to perspiration. Insulin pump will not be returned for analysis.